Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt did not know when he started having recharging issues again, (pt said he has a history of problems with the recharging device and the controller). Pt reported the last 2 times he tried to recharge the equipment will not find his device. Pt said he resets it and often that works but this time last week it did not resolve it. Pt said he charges in the same place and in the same position religiously all the equipment will do is show: looking for device for 20 minutes without changing to any other screen. Asked pt to do visual inspections of all of the equipment. Pt said he noticed no damage on any of the equipment he is an electrical technician and cleans the contacts with alcohol and keeps everything very clean. Asked pt to remove the battery pack and plug the empty controller into ac power but pt said he did not have that with him and he thinks the controller is not charged up. I asked pt to plug the controller into ac power so it would be charged and call back and pt agreed. The issue was not resolved. The caller was redirected to call pats back for further troubleshooting. Pt called back saying they charged controller and had equipment with them for further troubleshooting. Pt started a recharging session during the call and reported being on looking for a device but then eventually got recharging excellent (controller 60%, ins red). Pt said they had not been able to get to this point in the past month as they had been stuck on looking for a device. Pt also mentioned sporadically (could not give an exact date when asked) they would be charging on excellent but after an hour the ins hadn't increased. Pt stopped and started recharging again, but reported getting stuck on checking recharge quality this time. Pt confirmed there was no damage to rtm. Pt also said they saw memory problem on (B)(6) , but confirmed this was after they charged the controller back up and patient services (pss) reviewed memory problem information with pt. Pss sent replacement recharger telemetry module (rtm) request to repair. No symptoms were reported. Additional information was received. It was reported that the patient was not sure of the circumstances that led to the recharging issues and not being able to find the implant. The charging antenna was replaced to resolve the recharging issues and not being able to find the implant. The patient noted that it only recently didn't charge and they are still trying it out. Caller states has had a history of charging issues and over past couple years replaced controller and the recharging paddle a couple of times and hcp had mentioned the implant might be what needs to be checked next. Caller states will be charging and says excellent however never advances. Pt states he's cleaned connections and the position is correct and charges in the same spot, pt states he doesn't use belt while charging and says charging but doesn't charge. Pt states he's also reset the equipment and states many times he's had this same issue and that's why they replaced paddle and the remote. **see pes 703794106, 703648723 for external equipment replacement**

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(4). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient (pt) called back with equipment to troubleshoot and states has had this issue for years. Pt states the controller says device is charging. Pt states it shows green light and the screen says charging. Pt states been without stimulation for months. Pt states they remove the battery pack and it would work however it was not doing this anymore. Pt states it says excellent and the implant is 30% and and they check an hour later and it is still at 30%. Pt states controller charges fine to the wall. Pt states they cleaned the pins with alcohol and checked all the damage which there is none. Patient services (pss) attempted to charge however remote is too low to troubleshoot. Pss sent request to repair tp replace the recharger (rtm).

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.